Manufacturer narrative:
The reported event of failure to interrogate was confirmed. Based on the information provided, it was determined that the ble dongle was removed during an ongoing device search, which moved the ble module to a bad state. Therefore, the search continued to fail until the programmer was rebooted, which resolved the issue. Afterwards, the attempts to find the device was not successful because either a magnet was not placed or it was not placed correctly.

Event description:
It was reported, during implant procedure preparation, the device was unable to be interrogated using bluetooth (ble) telemetry. Additional attempts were made later using ble to interrogate the device, and were successful. The device was then implanted as anticipated. The patient was stable.